Manufacturer narrative:
Batch review performed on 19-dec-2024. Lot 2406041: (B)(4) items manufactured and released on 19-jun-2024. Expiration date: 2029-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department. During the postoperative follow-up x-ray, a periprosthetic fracture was detected following a tha. The available x-ray images reveal a fracture line located distal to the apex of the stem. It is reported that the surgeon believes the complication occurred during the stem impaction phase. Intraoperative femoral fractures are known potential adverse events in tha, as described and quantified in the literature. These complications are mainly influenced by factors such as bone morphology, mechanical properties, and the selected size/positioning of the implant. In this case, the femoral cut appears to be high, and the chosen stem size, intended to fill the proximal part of the femur, may have been slightly oversized for the femoral canal. We do not have reasons to suspect a defective or malfunctioning device.

Event description:
After the surgery, while viewing the post operative x-rays, a femoral bone fracture below the stem was noticed. It is likely that the fracture occurred during the surgery, probably during the impaction of the stem. The patient will be monitored and after 6 weeks a CT scans for a check will be performed. Revision surgery is not planned at the moment.